Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing of the device pocket. The device was reprogrammed and abbott technical support was contacted to recommend reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.